Manufacturer narrative:
According to the customer on (B)(6) 2023 "while putting her son on the commode and removing his brief, the catheter came out" requiring the customer to replace the catheter. Per the customer 10ml's were used to inflate the balloon and it was in place for 11 days before the reported incident. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2023 "while putting her son on the commode and removing his brief, the catheter came out" requiring the customer to replace the catheter.

Manufacturer narrative:
Medwatch updated to include device lot number as well as user/patient information.